Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. The customer¿s blood glucose readings were 46 mg/dl and 52 mg/dl. Customer was treated with food and glucose tablets for low blood glucose. Customer stated they were unable to go through the prime rewind because they were in the dual/square wave bolus and they tried to suspend to stop but they still could not do anything. The drive support cap was normal. Customer had been using an insulin pump system within 48 hours of the reported low blood glucose event. The insulin pump will not be returned for analysis.